Event description:
It was reported that an occlusion alarm occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting, therefore no additional information was provided. There was no adverse impact to customer¿s blood glucose level.